Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer was having difficulty charging the pump. Customer reported blood glucose (bg) level was in the 100s (mg/dl). Multiple follow up attempts were made to complete troubleshooting with the customer. However, no additional information was provided.